Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level of 440 mg/dl. The customer¿s blood glucose level was 484 mg/dl. The customer was treated with intravenous drip, insulin treatment, saline treatment and potassium treatment. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device passed tone check on self test. Device failed vibrate check on self test due to vibrator motor connector not plugged in properly to the interface board. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).